Event description:
Lt thoracotomy procedure. Slcr55g reload calibrated, closed into firing range and was fired. The flexshaft made a grinding noise and the pc read "firing incomplete". The knife blade was left exposed. Another device was used to complete the case without further incident.